Event description:
It was reported that the preloaded intraocular lens (iol) was implanted on (B)(6) 2026. The pre-operative refraction was documented as right eye (od) +6.50 ds, +1.75 dcx85, and the post-operative refraction was recorded as -2.50 ds, +1.00 dcx20. The patient was experiencing constant headaches and reportedly could not live with the symptoms which are affecting their daily activities. The surgeon confirmed that the iol was secure, stable, and correctly aligned. Through follow up we learned it was a difficult surgery in a short eye, with shallow anterior chamber depth (acd). The surgeon indicated the need to exchange the lens as soon as possible. The maximum plus refraction (confirmed) od -2.5 cyl +1.0 @ 20 degree = -2.0 d. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown. Date range (B)(6) 2026 (date of implant) to alert date (B)(6) 2026. Section d6b - explant date: not applicable: lens remains implanted; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.